Event description:
Clinical study. It was reported that 626 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 3.0x12mm lesion, in the 75% stenosed, moderately calcified and mildly tortuous proximal right coronary artery (rca) with direct placement of a taxus express2 3.0x16mm drug eluting stent, reducing stenosis to 0%. The pt was discharged one day later on plavix. Six hundred and twenty six days after the index procedure, the pt expired with the cause of death unk. In the opinion of the physician, it is "unk" if the target vessel was involved. It is unk if an autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the pt, and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paper work for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experiencced with this complaint incident.